Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was unable to close and lock. A field service engineer (fse) instructed the user to recover the storage space, escort completed it and confirmed that the issue was not recurring. Fse then inspected the half height matrix drawer, tested the device in hardware test application and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer was unable to close and lock. User rebooted the station and recovered the storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.